Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). On the start date of the patient¿s trial, it was reported that the patient¿s device on the right lead did not go up past 7.2, and they could not feel it. It was also noted that they had not been able to void since 10 am. No further patient complications are anticipated or expected as a result of this event.

Event description:
Patient¿s device was changed to right side and increased to 9.5 and patient could barely feel it and unable to feel stim. Patient was getting error message that device could not provide desired settings and could not increase.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.